Event description:
During a removing procedure to reconstruct fixation at l3-l5, it was found that the left l5 screw was loosened. The screw was re-implanted. No pt complication was reported.

Manufacturer narrative:
The devices in use are lot #0022076w and 0054967w. The lot of the suspect device could not be identified; therefore, the MFR cannot determine the suspect device. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. Mfg date for lot #0022076w is 03/27/2009; mfg date for lot #0054967w is 10/02/2009. Neither device nor film of applicable imaging studies were returned to the MFR for evaluation. We are unable to determine the cause of event.